Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter.   Product return status: 30 devices were available for evaluation: 29 devices were received. 1 device was evaluated in the field. Evaluation status: confirmed 28 reported events were confirmed during testing. 28 devices were found to be bent. In progress: 2 device evaluations are in progress. Additional information: 30 devices were not labeled for single-use. 30 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device was bent. 30 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device was bent. 30 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 30 previously reported events are included in this follow-up record. Product return status 30 devices were received. 1 device was evaluated in the field.   Event confirmation status 30 reported events were confirmed; the cause traced to component failure. Evaluation results 30 devices were found to be bent.